Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17431252m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedure. (B)(4). Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate generator, model #: m-4900-07, serial #: (B)(4). St. Jude medical 8.5 french sl1. (B)(4). Event description continuation: since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for paroxysmal atrial fibrillation/atrial tachycardia with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring surgical intervention. Upon initiation of ablation at the suspected site of injury, the patient became hypotensive and the cardiac tamponade was confirmed via a transthoracic echocardiogram. The patient was sent for surgical intervention to repair atrial perforation. The patient was reported to be in stable condition. The patient did require extended hospitalization as a result of this adverse event. The patient outcome was improved and the patient was expected to fully recover. It was noted that some staff members heard discussion that the site of injury was unusually thin. The physician's opinion regarding the cause of the adverse event is that the catheter may have been too perpendicular to the tissue prior to starting ablation. The transseptal puncture was performed with an unknown needle. The sheath used was a st. Jude medical 8.5 french sl1, which was retracted into the right atrium during ablation. The generator parameters at the time of injury included: power control mode at 30 watts (not titrated), contact force of 20 grams, impedance of 120-130 ohms (with no increase noted at the time of injury) and cut-off of 250 ohms. There were no alarms or error messages reported on any biosense webster inc. Equipment during the procedure. The overall ablation time at the site of injury was on average 20 seconds per visitag lesion and there were 4-5 lesions formed in the area of suspected injury. Last ablation cycle time at the site of injury was 20 seconds. The irrigated catheter flow was set at 17ml/min. The patient received anticoagulant during the procedure with activated clotting times maintained at 300-350 seconds.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 6/10/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a 45 year old male patient underwent an ablation procedure for paroxysmal atrial fibrillation/atrial tachycardia with a thermocool smarttouch bidirectional navigation catheter. Upon initiation of ablation at the suspected site of injury, the patient became hypotensive and the cardiac tamponade was confirmed via a transthoracic echocardiogram. The patient was sent for surgical intervention to repair atrial perforation. The patient was reported to be in stable condition. The patient did require extended hospitalization as a result of this adverse event. The patient outcome was improved and the patient was expected to fully recover. It was noted that some staff members heard discussion that the site of injury was unusually thin. The physician¿s opinion regarding the cause of the adverse event is that the catheter may have been too perpendicular to the tissue prior to starting ablation. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for the functionality of the sensors on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.